Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (gong alerts) has been confirmed. Upon investigation the electrode belt did not pass an ECG fall-off test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a and b" and the front therapy electrode. The root cause for the open wire was excessive force. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing gong alerts.